Manufacturer narrative:
The received device had the needle mechanism deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. The formed needle was visible in the exposed portion of the soft cannula. The linkage assembly, seen through the top housing, was observed to be not fully retracted. Upon opening the device and removing the top housing, the linkage assembly was seen to move back into a fully retracted position. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing due to the misaligned linkage assembly. No other damages or defects were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level rose to over 350 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Ketones were checked and none were found to be present. As treatment, the pod was removed, and a manual injection of insulin was administered.